Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es device frozen on user login profile. Customer tried to reboot and recover the station, but issue doesn't resolve. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes: a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of in this incident, it was determined that the device frozen on user login profile. A technical support specialist (tss) found that the station g5ne running es version 1.7.4 was connected with an uptime of 1 hour and 53 minutes. Memory load was at 82%, and medapp (med application) launched and logged in normally. Upon reviewing med application and event viewer logs, no application errors were found, but multiple kernel 41 events indicated unexpected shutdowns. The station was rebooted via the application without issue; however, a subsequent manual reboot led to a disconnected state. It was found that the data synchronization and maintenance services were not running, which were then set to automatic (delayed start). User was confirmed to have logged in successfully before a log gap was suggested a reboot. Post-reboot logs confirmed power-related issues. The fse worked with pharmacy and performed multiple reboots, including a test on the aio (all in one). The station was rebooted via the application without issue. The system functioned as intended after technical support specialist and field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device frozen on user login profile. Customer tried to reboot and recover the station, but issue doesn't resolve. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.